Event description:
The customer stated that the central monitoring system (cns) periodically reboots. Upon restarting the windows comes up as does the cns software, but within a few hours, it reboots again without any warning message or windows error codes. MFR ref #: 8030229-2014-00185.